Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer found a ball of paper at the pipetting station (inside the cup dilution position). He cleaned the pipetting station. The investigation determined that the root cause was due to a foreign object at the pipetting station. The service actions (cleaning the pipetting station) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e411 analyzer. On (B)(6) 2023: initial result: more than 10000 miu/ml, 1st rerun result: 88.41 miu/ml (tested from the same sample in 1:100 dilution). On (B)(6) 2023: 2nd rerun result: 55233 miu/ml (tested from the same sample in 1:100 dilution). The physician doubted the results and the sample was repeated. The repeat results were deemed to be correct. An amended report with the correct results was issued.

Manufacturer narrative:
The cobas e411 analyzer serial number was (B)(6). The assay re-calibration was overdue for more than 8 weeks when the sample was measured. The provided qc results were measured on (B)(6) 2023 and not on (B)(6) 2023 as required. Investigation is ongoing.